Event description:
It was observed that during the device evaluation, the subject device exhibited a broken and displaced lens, a loose blue ring, and missing fixing pins. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the lens was broken and displaced, the blue ring was loose, and the fixing pins were missing due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.